Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, the valve was loaded once and no misload was reported. A pre-implant balloon aortic valvuloplasty (bav) was not performed. Upon the first deployment attempt, an infold at 80% deployed was reported. The infold appeared to be on the non-coronary cusp (ncc) side. The implanting physician was undecided as to the cause of the infold. The valve was immediately recaptured, withdrawn from the body and replaced. Another 34mm transcatheter bioprosthetic valve was implanted. It was reported that the procedure was delayed for approximately four minutes to re-load another valve. No adverse patient effects were reported.